Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient presented with an episode of vt. Intermittent undersensing of r-waves and decreased r-wave amplitude were observed although the device detected and treated the arrhythmia appropriately. Lead revision was recommended.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the lead was successfully explanted and replaced. Patient was doing well post-procedure.